Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
It was reported that the insulin pump has a crack. The customer's blood glucose was 6.5mmol/l. The device has been returned for analysis.